Event description:
About 14 hrs into treatment the machine screen went blank and it is thought that the machine shut down. Pt was disconnected and put on to another machine. Pt did not require any add'l treatment and is ok now.